Manufacturer narrative:
This is a final report. Labeling: the type of event is addressed in the device labeling.

Event description:
This report is being filled retrospectively per the FDA's request. The patient reported increased difficulty wearing the baha sound processor due to "skin overgrowth" on the abutment. In 2007, the patient underwent a tissue reduction surgery. Per the surgeon's report, the "abutment was doing fine after a little skin revision" and there are no further problems.